Event description:
The complainant reported that a patient was being implanted with an impella 5.5 for mechanical circulatory support. The patient presented to the hospital with chest pain and shortness of breath. The patient was transferred to the complainant hospital where an intra-aortic balloon pump was placed to stabilize the patient. The patient decompensated throughout the day, requiring increased vasoactive support. The decision was made to place an impella 5.5, and the patient was brought to the operating room. During impella 5.5 insertion via the left axillary artery, the pump would not advance from the axillary artery into the aorta. Multiple attempts were made with different guidewires which were all unsuccessful. An angiogram was performed with contrast and revealed the patient had a very small axillary artery. The decision was made to abort the impella 5.5 and proceed with an impella cp insertion via the axillary artery. Additional information regarding the impella cp is unknown, and the final patient outcome is unknown.

Manufacturer narrative:
A4 is unknown. Investigation summary 5.5 pump sn (B)(6) returned on 06-nov-2025. Catheter kink was observed on the returned product. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had small vasculature anatomy and possible calcium along with resistance at axillary artery preventing successful delivery of impella. Device history review: device (sn: (B)(6)) passed all post sterile inspection checks.